Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles would not allow the associated defibrillator to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.